Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had persistent pain at the ipg site, whether the stimulation was on or off. The patient reported the issue began about the same time she resumed physical therapy. The patient was advised to notify her physician of the issue.